Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced syringe sizer, front cover, rear case, left handle, left & right iui connectors, shaft seal and latch module. Performed calibration. A review of the device history record showed the device had a manufacture date of 27jul2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to failure of the syringe sizer sensor (failed barrel clamp open position). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2018-0161 iui conn issues.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.